Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. The patient presented to the emergency room due to the device beeping. The device was interrogated and it was found that the explant indicator had been reached the day prior. It was also noted that the right ventricular (rv) lead was exhibiting high threshold measurements and high out-of-range shock impedances of greater than 130 ohms over the past year. Boston scientific technical services (ts) recommended replacing the device and either doing commanded shock testing or replacing the rv lead as well. A revision procedure was scheduled; however, it was found that the patient's subclavian vein was occluded. The plan is to schedule a lead extraction and device change out procedure for a later date. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.